Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for 6826036 and 6825753, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced capsular contracture (baker grade unknown) on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial (B)(4) were provided, however, it was not indicated which serial number belongs to the impacted product. This is reflected. If additional clarification becomes available, a supplemental report will be submitted.